Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced multiple intermittent low blood glucose (bg) events; cause was unknown. Customer's bg decreased to 52 mg/dl at the lowest. Food was consumed to treat bg level. Recommendation was made to consult with healthcare provider regarding diabetes management.

Manufacturer narrative:
Tandem quality engineer evaluated pump data and concluded the following: logs were reviewed from (B)(6) 2019 to (B)(6) 2019. Blood glucose (bg) values from 52-53 mg/dl were recorded by continuous glucose monitor (cgm) from 8:55:07 pm to 9:00:07 pm on (B)(6) 2019. Cgm alert 1 (cgm low alert) enunciated at 8:55:07 pm. On (B)(6) 2019, at 6:00:42 pm, user made a bolus request while still having insulin on board (iob). Making bolus requests while still having iob could lead to a low bg event. Blood glucose (bg) values from 51-52 mg/dl were recorded by continuous glucose monitor (cgm) from 3:44:03 pm to 4:04:03 pm on (B)(6) 2019. Cgm alert 1 (cgm low alert) enunciated at 3:39:03 pm. On (B)(6) 2019, user made a bolus request of size 6.52 units, approximately 2.5 hours prior to the low bg. The cause of the low bg could not be determined based on the review conducted. There is no evidence that the pump experienced a malfunction or failure.